Event description:
A small piece of blue debris/substance was observed in a phacoemulsification hand piece after cleaning in a 46 series washer disinfector using a rack accessory (mis uo-module_mis modular - l shape with filter). This was observed 5-6 times at this facility.

Manufacturer narrative:
The specific model number of the washer disinfector 46-5t is not available in the us. However, the accessory rack that may be the potential source of the blue debris is utilized for all 46 series washer disinfectors that are available in the us. F/u report to be submitted.